Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the cord was separated from the handpiece with wires exposed and found that a pin in the connector was pushed in and the device would not run and the device failed thermistor test. It was further determined that a hole was drilled in the handpiece housing due to tampering. During repair, it was determined that the thermistor failed due to a worn out flex circuit. It was observed that the motor would not run and there was a worn out hall sensor. It was determined that the cord was separated from the handpiece due to exerting extreme force on the cord during cleaning or use. It was determined that the component damage was caused by user error. It was further determined that the issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugged into the console and pushed in the pin (user error). The issues with the thermistor, flex circuit and the hall sensor was due to normal wear over time. It was determined that the hole drilled in the handpiece housing was consistent with tampering with the device (misuse). The assignable root causes were determined to be due to user error, misuse and normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was discovered that the motor device was heating up. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.